Event description:
The customer reported that the lma was inserted in a pt and after the airway circuit was attached, the airway tube split about 1-2 inches down from the connector. The lma was removed and replaced with another. There was no pt injury or problem.